Manufacturer narrative:
While there is no indication that a serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Evaluation found an arcing power switch. However, this issue would not cause overheating inserts. Insert overheating could not be duplicated.

Event description:
A customer had requested repair service for their g136 scaler due to issues with low power. During a call with the service technician, the customer mentioned that they had some insert tips that were overheating while using the scaler. The event outcome is unknown as of this MDR evaluation.